Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorter than expected longevity estimate due to a programmer software estimator error. The correct longevity estimate was determined to be significantly longer than the estimate provided by the programmer. The programmer remains in use. No patient complications have been reported as a result of this event.